Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier would not open after firing and was stuck on the duct. The device was removed. It was not reported how the device was removed. No patient injury reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.